Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a fresenius 2008k2 hemodialysis machine that leaked ultrafiltration (uf) fluid from a damaged uf pump tube during a patient¿s hemodialysis treatment. The patient was moved to a different machine and completed treatment with no injury, adverse event, or medical intervention reported. A fresenius (B)(4) technician reportedly replaced the damaged uf pump tube to resolve the issue and return the machine to service. It was confirmed that no sample parts are available for return. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.